Event description:
The patient thought in (B)(6) 2014, ¿they started him at 25%¿. He ended up making the hcp (healthcare professional) angry because he questioned why he would only up him 5% at each visit and they wanted to put in a neurostimulator instead of the pump but the patient refused this. They ended up taking the dilaudid out of pump and put in saline in (B)(6) 2014 and the patient had not heard from them since. The patient was concerned that his pump no longer worked. The patient was supposed to be getting refills every 3 months or so. He had an appointment with the new hcp in 2 weeks. The patient had not heard any alarming coming from the pump. He had a ¿ton of pain in lower back¿. In (B)(6) of last year, he had right hip replaced and now he needed his right knee replaced. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that as of the day of this report the patient did not have concerns regarding their device or therapy. The patient had received assistance from their hcp and their concerns were resolved, appointment date (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6), product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6), product type: catheter. (B)(4).